Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain at the implant site. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 21, 2022.

Manufacturer narrative:
This report is submitted on july 19, 2022.